Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included heart murmur, colitis, anemia, migraine, vertigo and endometrial ablation. Concurrent conditions included perineal pain, hypertension, uterine leiomyoma, adenomyosis, latex allergy and menometrorrhagia. Concomitant products included nsaids since (B)(6) 2007, paracetamol (acetaminophen) since (B)(6) 2012 and tramadol. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced complication associated with device ("experience complication"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage and menorrhagia had resolved and the depression, anxiety and complication associated with device outcome was unknown. The reporter considered anxiety, complication associated with device, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted - as per previous document hsg was performed, but according to current follow up she did not undergo essure confirmation test. Discrepancy noted: date of insertion (B)(6) 2007 as per pif. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of events abnormal bleeding (vaginal, menorrhagia) was updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included heart murmur, colitis, anemia, migraine, vertigo and endometrial ablation. Concurrent conditions included perineal pain, hypertension, uterine leiomyoma, adenomyosis, latex allergy and menometrorrhagia. Concomitant products included nsaids since (B)(6) 2007, paracetamol (acetaminophen) since (B)(6) 2012 and tramadol. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced complication associated with device ("experience complication"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety and complication associated with device outcome was unknown. The reporter considered anxiety, complication associated with device, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted - as per previous document hsg was performed, but according to current follow up she did not undergo essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2019: plaintiff fact sheet received. Case became incident. Events vaginal bleeding, menorrhagia, depression, mental anguish, pelvic pain were added. Historical & concomitant conditions, concomitant drugs were added. Product, patient & reporter information updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included heart murmur, colitis, anemia, migraine, vertigo and endometrial ablation. Concurrent conditions included perineal pain, hypertension, uterine leiomyoma, adenomyosis, latex allergy and menometrorrhagia. Concomitant products included nsaids since (B)(6) 2007, paracetamol (acetaminophen) since (B)(6) 2012 and tramadol. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced complication associated with device ("experience complication"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage and menorrhagia had resolved and the depression, anxiety and complication associated with device outcome was unknown. The reporter considered anxiety, complication associated with device, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted - as per previous document hsg was performed, but according to current follow up she did not undergo essure confirmation test. Discrepancy noted: date of insertion (B)(6) 2007 as per pif . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included heart murmur, colitis, anemia, migraine, vertigo and endometrial ablation. Concurrent conditions included perineal pain, hypertension, uterine leiomyoma, adenomyosis, latex allergy and menometrorrhagia. Concomitant products included nsaids since (B)(6) 2007, paracetamol (acetaminophen) since (B)(6) 2012 and tramadol. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced complication associated with device ("experience complication"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage and menorrhagia had resolved and the depression, anxiety and complication associated with device outcome was unknown. The reporter considered anxiety, complication associated with device, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted - as per previous document hsg was performed, but according to current follow up she did not undergo essure confirmation test. Discrepancy noted: date of insertion (B)(6) 2007 as per pif. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of events abnormal bleeding (vaginal, menorrhagia) was updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.